Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic keto acidosis and hyperglycemia on (B)(6), 2020 with blood glucose ranging from 400 to 420 mg/dl. Customer stated they rushed to the emergency room and stayed in the hospital for 5 days. Customer experienced symptoms such as continuous vomiting and coughing up dried blood. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with anti-nausea medication and insulin drip for high blood glucose. Customer's blood glucose at the time of the call was trending down from 420 to 381 mg/dl. Customer changed the infusion set site to bring the blood glucose down. The drive support cap appeared to be normal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020 with blood glucose of 400 mg/dl. Customer stated they rushed to emergency room and stay in the hospital for 5 days. Customer experienced symptoms such as continuous vomiting and coughing up dried blood. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with anti-nausea medication and insulin drip for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer did not allege the insulin pump for under delivery. Customer declined to test the insulin pump. The device will not be returned for analysis.